Event description:
The customer reported a generator error message and the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was guided through the process of replacing the battery on the monoblock circuit board. The system was then found to be operating as intended.